Event description:
Additional information reported that the patient's managing physician was contacted and they were unaware of the reported event as they had no issues in their system for the patient during the time frames provided.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. On (B)(6) 2016 it was reported that following a recent pump replacement ¿something happened¿ and the patient had to stay in the hospital. The consumer had no additional information regarding the event or the length of the stay in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.